Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. Imaging review: one hundred sixty-seven (167) echocardiographic videos were provided. All 167 echo videos were assessed and appear to capture the course of the entire procedure, including the initial imaging assessment prior to sgc insertion. Videos taken during positioning and leaflet grasping with the reported cds were unremarkable. The reported clip was positioned medial to the previously clip implanted during the original procedure in 2020 which aligns with the reported incident details. Positioning appears to have been done in accordance with the instructions for use with no evidence of a misaligned grasp. Videos of the reported cds were assessed chronologically based on the video timestamps. Reference supporting document "cine evaluation for e-187727 - cn (B)(6) (snb)" which provides relevant snapshots taken from the echo videos provided and are presented in chronological order. Each snapshot has the associated timestamp that was present in the raw echo file. Transesophageal echocardiography (tee) probe position is also noted to indicate which videos were taken at the same tee probe position (i.e. No change in echo position relative to the clip and anatomy). The videos align with the reported incident details, with one video taken at the 12:56:53 mark capturing the fully closed clip [on the leaflets] slowly open from ~20° to ~60°. Procedurally, after the leaflets are grasped and the clip is fully closed, the first efaa check (prior to lock line removal) is performed to test the lock. While corresponding delivery catheter (dc) handle manipulations performed by the operator cannot be directly verified in echo videos, this video was presumably taken when the second attempt of the first procedural efaa check was being actively performed in accordance with the IFU. Under this assumption, the echo cine provided confirms the reported failed efaa.na

Event description:
It was reported that on (B)(6) 2020 a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. One xtw clip was implanted on mid anterior 2 and posterior 2 leaflets (a2/p2). The mr was reduced. On (B)(6) 2023, the patient presented with recurrent grade 4 mr and flail from progression of degenerative mitral valve disease for a second mitraclip intervention. The clip remained stable on the leaflets and there was no tissue damage caused by the previously implanted clip. An xt clip was selected to treat the mr medial to the previously implanted xtw. The tissue bridge was noted to be good. The clip was grasped at the intended location, and mr reduction was achieved. The plan was to deploy and then reassess if another clip was needed to reduce residual mr. While establishing final arm angle (efaa), the clip had opened from approximately 15 degrees to 80 degrees. A second attempt at efaa produced the same result. It was decided to removed the clip and discontinue the procedure. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.